Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Eval of the device has not been completed.

Manufacturer narrative:
The customer service engineer replaced the device for the customer. The gui (graphic user interface) pcb and breath delivery unit pcb were returned for evaluation. The reported issue could not be duplicated. The pcbs were found to be operating as intended.

Manufacturer narrative:
(B)(4).